Manufacturer narrative:
Event date: (B)(6) 2018 date received by manufacturer: 11sep2019. Correction: this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer was advised to replace the central processing unit (cpu) printed circuit boar assembly (pcba).

Event description:
The customer reported that the ventilator generated an error (1104) relevant to vent check back up alarm failure. The ventilator was not in use on a patient at the time of the event occurred.